Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The long nail kit was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The brush marks and the bulged material were caused by the step drill. The damages indicate that the drill was inserted in oblique mode with high pressure. During this, the drill contacted the inner nail hole surface, abraded the material and pushed the material from lateral to medial. Finally the material got bulged approx. In the middle of the hole. This bulged material reduced the inner diameter and the lag screw could no longer be inserted. Why the drill was inserted oblique was not reported. Most likely the target device was damaged or the surgeon bent the target device during drilling. The IFU includes that all implants shall be handled with care and implants/instruments shall only be assembled in prescribed combination. Furthermore the operative technique includes that the target device and all components shall be checked prior to every surgery. No discrepancies were detected during risk analysis review.

Event description:
It was reported that the screw will not fit through the hole in the nail.

Event description:
It was reported that the screw will not fit through the hole in the nail.